Manufacturer narrative:
Unit passed the displacement test and self test. Format history file analysis confirmed pump error 63 (variable 3) due to open traces. Unit received with pillowing keypad overlay. Sleep current measurement and active current measurement within specifications. The power management tool confirmed power error detected alarm, low battery alarm and failed battery now alarm was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump received hardware low level failures alarm. Customer was able to clear the alarm and able to rewind insulin pump. Insulin pump was passed in self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.